Event description:
It was reported that the device was used during a laparoscopic bilateral salpingo-oophorectomy. It was reported by the rep that the stapler would not fire with the cartridge in place, it would fire and close all the way with the cartridge out. They tried another cartridge and the tsw35 still would not fire. A second instrument was opened and the procedure was completed without complication. There was no consequence to the pt.